Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2018-18029 and 3004209178-2018-18251 for the patient¿s other device issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1n87n, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep indicated that patient was asked by the doctor and she did not report falling or any sort of accident. The rep did not have any further information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of their symptoms. After their device was interrogated, it was found there was an impedance of 50 ohms on the lead combination of 0-3. Last month the physician switched programs and there was still no symptom control. An x-ray taken confirmed that the lead had moved slightly from the original location. No environmental/external/patient factors were that may have led to the issue and the patient did not report any falls. Per the physician, the program was changed today and the patient was to follow up in the office in 2 weeks¿ time to determine the next steps. If the issue is not resolved at that time, the physician will consider a lead revision. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
All codes apply to both interstim ii and product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was no longer getting relief from the device. It was noted that the health care professional (hcp) took an x-ray and the lead had moved. It was confirmed that the lead did have impedance even when increasing stimulation and pulse width when checking pre-operatively. It was also mentioned that even after programming occurred the device was not giving relief to the patient per hcp. It was confirmed upon disconnecting the lead and battery in the operating room that there was a foreign substance in the ins header, although the lead and battery connected correctly and tightly. The manufacturer representative stated that due to the lead impedance, as well as, foreign substance in the battery header, both the lead and battery were replaced. There were no further symptoms or complications reported or anticipated.